Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to ipg location. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to ipg location. The patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
(B)(4).